Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 ca leaked on 2 occasions during use. The following information was provided by the initial reporter: material no. 320145 batch no. Unknown (provided: 7270675) it was reported that insulin just spun around inside the pen needle and shot out the side of the pen needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for leakage. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 7270675, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: the customer provided lot # 7270675. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 ca leaked on 2 occasions during use. The following information was provided by the initial reporter: material no. 320145 batch no. Unknown (provided: 7270675). It was reported that insulin just spun around inside the pen needle and shot out the side of the pen needle.